Manufacturer narrative:
Due to indications of debris on product, occurrence was determined to be reportable to the FDA.

Event description:
Surgeon noted a piece of debris on the product when he went to implant the device into the pt. Due to debris, the surgeon deemed the product unusable. A back-up device was successfully used and there was no pt injury.